Event description:
It was reported there was evidence of failure to capture with three second pauses observed on the electrocardiogram. The patient experienced light-headedness during times of possible non-capture. The physician was unsure if the issue was with the device or the right ventricular (rv) pace/sense lead; subsequently, the device and rv lead were revised. The device was removed and a new device was implanted. The lead was capped and replaced with an existing rv high power lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant products: 5068 x2 implantable pacing leads (B)(6) 1998; 6996sq implantable tachy lead (B)(6) 2007; 6935 implantable tachy lead (B)(6) 2009. (B)(4).